Event description:
It was reported to philips that the system could not perform x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information aquired the issue occurred during planned treatment which was aborted and postponed. A philips remote service engineer (rse) connected remotely with the customer and confirmed the reported problem. A philips field service engineer (fse) visited onsite and identified that the ip pc failed to start. The fse replaced the ip pc to resolve the issue. After that, the system was returned in good working condition and was ready for clinical use. The ip pc was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.